Event description:
It was reported that, "scorpio total knee implanted in 2000. Presented loose and painful w/lucency around cement mantle of femur and tibia. The above implant (no other part # or lot # infor is known) were removed and a scorpio ts was implanted with the following parts. 76-4105l lot #1ahmpa scorpio ts left femur #5, 6476-8-260 lot #ha113laorc 80mm cemented stem, 75-1-0510 2 ea lots rk5mjd, t04v453 distal femoral blocks #5 10mm, 77-4005 scorpio tibial tray #5, lot nmomhe, 6767-08-260 stem 80mm, lot ha122laori, #72-4-0521 lot 96hmnd insert.

Manufacturer narrative:
Device not returned. No evaluation will be performed. Should device become available with additional information, a supplemental report will be issued.